Event description:
Secondary line completed and when completed air got past the chamber before alarming and then unable to back prime. Once air passed chamber, distal air alarmed. Manufacturer response for ICU medical tubing primary and secondary, ICU medical (per site reporter). Unknown.